Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the patient was experiencing hypoglycemic and hyperglycemic events while on the pump. The reporter stated that the patient had a blood glucose between 400 mg/dl and 40 mg/dl with symptoms of dehydration. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had not changed the time settings for the pump to account for daylight savings time. This complaint is being reported based on the allegation that the patient experienced blood glucose excursions as a result of not changing the pump¿s date and time.